Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Date of event reported as 2016, exact date of non-union is not known. Additional product code: hrs, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or around (B)(6) 2016 surgeon performed a correction of non union of left supracondylar humerus fracture. Depuy synthes hardware was explanted and bone graft was implanted. Surgeon also performed neurolysis of the left ulnar nerve. Due to database limitations, eight (8) additional devices are captured in (B)(4). This report addresses devices identified in additional information received on august 1, 2018. This report is for one (1) 3.5mm cortex screw. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Occupation: reporter is lawyer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to database limitations, six (6) additional devices are captured in (B)(4) and five (5) additional devices are captured under complaint (B)(4). This is report 6 of 7 for (B)(4).